Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the e-100 generator to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the e-100 generator to perform failure analysis (fa). Fa was not able to reproduce the issue. This unit was installed into the test system, and it worked fine with vessel seal instrument installed. Fa used both vessel sealer extend and synchro seal instruments with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and the e-100 generator worked fine without any issue. Fa power cycled the unit 10 times without any error or issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the e-100 generator was not recognizing the vessel sealer (vs) instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. Prior to calling in, the customer hooked the vs instrument into the erbe generator, and it works with no issue. The customer hard power cycled the e-100 generator and reconnected the vs instrument and the e-100 generator power button lit up, but the instrument led would not light up to recognize the instrument. The customer was continuing the case using the erbe generator. The procedure was converted to another da vinci system with no reported injury.